Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces.

Event description:
The customer reported a button error alarm while the customer had the insulin pump in his pocket. The customer stated that the alarm could not be cleared. Advised the customer that the insulin pump would be replaced. The customer later called to report that he was in the hospital getting his blood glucose levels checked. The customer received another call at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.